Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records shows that the device met material, assembly and product specifications. The most probable root cause for this complaint is "caused by other device".

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in the severely tortuous mid right coronary artery (rca). The patient had two taxus express2 stents implanted in the proximal and mid rca prior to this procedure. The lesion was predilated with a 2.5x9mm balloon and then the physician attempted to advance a taxus express2 2.5x12mm drug eluting stent but was unable to cross one of the previously deployed. The physician made several attempts but was unsuccessful. The physician withdrew the device after encountering resistance and it was noted that a stent strut on the proximal portion was lifted. No further interventions were performed. No patient complications occurred. Patient status is satisfactory.